Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an abdominal aortic aneurysm (aaa) procedure. The aaa procedure was via the right common femoral artery, no closure issues occurred on the right. The arteriotomy on the left was 7f and was not upsized. Reportedly, a cuff miss occurred. A second proglide device was with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Analysis also revealed that two of the cuff tabs were bent and one of the cuff tabs was broken off and not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.